Manufacturer narrative:
Investigation summary: bd received four photos for investigation. Evaluation of these photos showed tubes with slightly varying cap colors. Visual evaluation of 100 retention samples from bd inventory did not uncover any shield color variation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect shield color. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes 4 devices were flagged on the analyzer because there was cap shield color variation. No adverse impact was reported regarding the patient or user.